Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was an issue during deployment of the angio-seal device. The footplate and suture pulled out without deploying. There was no injury to the patient and manual pressure was held. Hemostasis was achieved through manual compression. There were no other devices or equipment used with the reported product. Additional information was received on02aug2021. The patient had a peripheral intervention to the lower extremity. The femoral artery was accessed for the procedure using a micropuncture needle via ultrasound guidance. There were no complications with the access and/or sheath, guidewire, and catheter insertion.

Event description:
Additional information was received on 22sept2021. The procedure performed was a diagnostic catheter with subsequent percutaneous coronary intervention (pci). The access site was the right femoral artery using a 6fr procedural sheath. The device did not deploy. The entire device pulled out including the footplate. There was no extensive blood loss due to quick and timely intervention. Manual pressure was applied immediately. A large hematoma formed at the site with continued manual pressure held at the site. Protamine was administered as ordered. There was no noticeable damage to the closure device. The patient remained stable during the event and was admitted for extended observation/recovery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube assembly. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The returned device was subjected to visual analysis. The anchor, collagen, tamper tube and clear stop were observed to be released. The collagen was not folded and partially covered in blood-like substances. Some 'scratch marks' were observed on the tip of the hemostasis sheath. Functional testing was performed. The tamper tube was pushed down, and the collagen was observed to fold. Dimensional testing was performed. Measurements were taken of the critical dimensions of the device. The anchor length was found to be 0.404" which is within specification of 0.405". The anchor width was found to be 0.077" which is within specification of 0.077" +/- 0.003". The tamper tube od was found to be 0.058" which is within specification of 0.060" +/- 0.002". The hemostasis sheath od was found to be 0.115" which is within specification of 0.114" +/- 0.005". The carrier tube od was found to be 0.080" which is within specification of 0.080" +/- 0.005". Carrier tube ID was found to be 0.068 which is within specification of 0.068" +/- 0.005". All measurement were within the manufacturer's specifications. The complaint can be confirmed for partial deployment device pullout. The exact root cause cannot be determined. The likely root cause is the device was deployed subcutaneously. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.